Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient first started experiencing the withdrawal symptoms and/or motor stalls on (B)(6) 2019. Regarding the results of the side port study performed, it was noted as functioning properly. The cause of the motor stalls was not determined and was pending investigation for which they would like a copy. The device was noted as having been returned to the manufacturer. As of the date of the report, the device was not yet received by the manufacturer. The patient¿s weight at the time of the event was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for an unknown indication. It was reported it was unknown when the event/difficulty occurred. The event occurred during device follow-up. The pump was explanted on (B)(6) 2019 and would be returned. The hospital had possession of the pump. It was reported the patient was experiencing withdrawal symptoms from baclofen underdose. The patient was placed on oral baclofen and the symptoms resolved. A side port study was reported as being done and the results were unknown. The pump was replaced on (B)(6) 2019. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ it was further reported the physician assistant who managed the pump called on (B)(6) 2019 and reported the patient¿s pump log report displayed several motor stalls recently. No MRI was conducted to prompt the stall. The pump was sent for replacement on (B)(6) 2019. The patient¿s weight and medical history were unknown, but the rep would follow-up for more information. No further complications were reported/anticipated or expected.